Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor found a scratch near the optic of the intraocular lens (iol). There was no patient involvement or injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the complaint unit zcb00 (tecnis 1-piece) was received in its original box. Visual inspection using microscope magnification was performed. Dry viscoelastic residues were observed in the lens optic body and haptics. No scratches were observed on the returned lens. The condition observed is consistent with a lens that has been handled and prepared for surgical use. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.